Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no obvious defects found on the complaint device. Both the clear cuff and blue cuff were inflated to 25mbar with a calibrated endotest meter and both cuffs could be inflated without abnormality. The diameter of the inflated cuffs was measured and both were found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. Both the blue cuff and the clear cuff were found to be within specification.

Event description:
The customer alleges that the balloon would not inflate to full capacity. The tube was replaced without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon would not inflate to full capacity. The tube was replaced without issue. No patient injury reported.